Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received medical treatment as a result of site issue. The customer¿s blood glucose level was 144 mg/dl. Customer stated that they had site issue for every time and it was under sensor adhesive or other tapes. The sensor will not be returned for analysis.